Event description:
Additional information was obtained. During a follow up visit, interrogation did not reveal any oversensing. In addition isometrics did not reveal any oversensing issues. A decision was made to turn off the daily measurements for this right ventricular lead to avoid further alerts and to maintain normal follow up visits.

Event description:
Additional information was received. An additional high out of range impedance measurement was reported. A follow up visit will be performed in the near future to verify the lead integrity. No inappropriate sensing issues have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. After the patient was enrolled in the latitude monitoring system, oversensing and several non-sustained ventricular tachycardia episodes were displayed. Attempts to reproduce these issues were unsuccessful. As the threshold and sensing measurements were stable and the patient has surgical commodities, a decision was to further monitor this lead. As of this date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that during the follow up visit, this right ventricular lead displayed a high out of range pacing impedance measurement. A revision procedure will be performed in the near future. The patient with this lead was enrolled in the latitude monitoring system to monitor the patient. After the patient was enrolled; a red alert signal was generated indicating the elevated impedance measurement. No adverse patient effects were reported.